Event description:
The customer reported that an 840 ventilator had an erratic graphical user interface (gui) display. Device was not being used on pt when event occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui printed circuit board (pcb). The unit passed extended self-testing (est).

Manufacturer narrative:
(B)(4).